Manufacturer narrative:
A fluid leak and urinary incontinence was reported. The balloon component was visually inspected, microscopically examined, and tested for leaks. Initial inspection revealed scaling on the balloon shell. Two (2) pinhole leaks were identified in the balloon. The leaks in the balloon shell are consistent with fatigue and avulsion. The balloon was not functionally tested because of the confirmed balloon damage. Product analysis identified a device malfunction that confirms the reported device allegations. The balloon tear is the most probable cause for the complaint. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence and an empty balloon. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome of stable was reported.

Manufacturer narrative:
Additional information received that the reason for revision is recurring incontinence and an empty balloon. The patient outcome was reported to be stable. The device was implanted 16 years ago.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome of stable was reported.